Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason and was hospitalized. Due to the syncope the patient fell and hit his head. They were unable to review the episodes as they had been overwritten by other episodes. Ventricular fibrillation (vf) was the suspected cause but could not be confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.